Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The customer's reportable malfunction was confirmed, however based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the light source had flickering image. The issue occurred during preparation for use. The intended procedure was a diagnostic gastrointestinal procedure. The procedure was cancelled. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the light was dark, due to stain on the filter lens. Additionally, the front panel showed aging, and the power supply unit was not repaired by olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Establishment address: (B)(6).